Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege the following: shortly after the surgery to implant the depuy asr hip implant, patient began to notice a clunking noise coming from her hip implant. A few months later, she began to experience severe pain in her hip, groin, buttock and down her thigh and leg. The pain grew over time and it became unbearable for her to walk. By december, 2007, patients hip pain had become unbearable. She was not able to walk and could not sleep at night. Because of the pain, her doctor recommended that she have the depuy asr hip implant components replaced. On december 28, 2007, patient was revised. Doi: (B)(6) 2007 - dor: (B)(6) 2007 (left side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - it was discovered upon receipt of medical records that the depuy asr head and depuy asr sleeve were removed on (B)(6) 2007 due to infection. The complaint was reopened to add the unique product descriptions and specify reason for revision. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: shortly after the surgery to implant the depuy asr hip implant, pt began to notice a "clunking" noise coming from her hip implant. A few months later, she began to experience severe pain in her hip, groin, buttock and down her thigh and leg. The pain grew over time and it became unbearable for her to walk. By (B)(6) 2007, pt's hip pain had become unbearable. She was not able to walk and could not sleep at night. Because of the pain, her doctor recommended that she have the depuy asr hip implant components replaced. On (B)(6) 2007, pt was revised.